Event description:
A falsely elevated troponin result (12.56 ng/ml) was obtained on a patient sample and reported to the physician. A second sample was drawn and the troponin result was 0.02ng/ml. The corrected result was sent to the physician. Patient treatment was not prescribed or altered. There were no reports of adverse health consequences as a result of the falsely elevated troponin result. The original sample was re-centrifuged and retested. This retest result was 0.02ng/ml, indicating a pre-analytical issue with the sample.